Event description:
A customer reported that while running an antibody screen assay, summit sample handler delivered no sample to wells in position 1 and no error code was generated. The plate was aborted and the instrument was taken out of service. The service engineer found the tip clamp sleeve to be stuck to the tip clamp in position 1. The engineer replaced the tip clamp in position 1. No death or serious injury resulted from this incident.